Manufacturer narrative:
The root cause of the issue is currently unknown and is under investigation. (B)(4) will provide a follow up report to the agency once additional information is available.

Event description:
The reporting facility alleged that the echo images for patient a were inadvertently sent to the folder of patient b, whose folder subsequently contained the wrong echo images. The issue occurred at 4:20 pm. As a result of this issue, patient b was transferred to the cardiac care unit (ccu) at approximately 6:30 pm, after the department received the wrong echo images. The issue was discovered when the reporting facility staff reviewed patient b's records that evening. Patient a's echo images have not been affected, so there are no consequences to patient a as a result of this issue and there has been no report of injury or harm to the patient b.